Event description:
It was reported that the iab was inserted sheathlessly. The hemostasis device was advanced due to post-insertion bleeding. However, the connection would not seal properly. Since the bleeding could not be controlled, the iab was removed and replaced with an iab using a sheath. There were no further complications.